Event description:
During evaluation of a returned homechoice device, a high drain error 105 alarm was identified in the log. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. The alarm occurred on (B)(6) 2014, 06:24:36 during the night drain cycle five. No further information was available.

Manufacturer narrative:
(B)(4).   The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The high drain error 105 (night drain #5) event was confirmed through an event history log review. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.